Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital following a diagnosis of endocarditis, pneumonia, bacteremia and a fever. The organism was identified as group b strep. The implantable pulse generator (ipg) system was explanted and the patient received antibiotic therapy. No further patient complications have been reported as a result of this event.